Manufacturer narrative:
Belt (B)(4) was returned and evaluated at the distributor. The reported problem (code 204, damaged connector) was confirmed. Upon evaluation of the electrode belt, the latches on the trunk cable connector were damaged, creating an insecure connection with the monitor. The cause of the code 204 and inability to latch is the damaged connector on the electrode belt. The root cause of the damaged connectors is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving service code 204 (belt/monitor unusable) and that the belt connector was damaged.